Manufacturer narrative:
Medra terms: cardiac arrhythmia, heart block (wenckebach). From the postmarketing experience as well as from the multiple clinical studies and observational studies performed with adept, arrhythmia is not known as a response pattern to the intraperitoneal application of the product. The following may have caused the cardiac block: trendelenburg postioning of the patient with liquid volume compression on the diaphragm. Vagal response to either tracton on the peritoneum, or to the instillation of cold adept (not warmed at body temperature). Given the fact the adept was not used in accordance with the IFU (body temperature) the product may have contributed to the event. Retraining regarding the warming up of the product before instillation is recommended.

Event description:
Patient underwent laparoscopic ovarian cystectomy and adhesiolysis and at the conclusion of the case 1 liter of adept was instilled. While the gynecologist was trying to close the fascia copius, adept was leaking out of the port site making it difficult for him to complete his closure and the patient was placed in the trendelenburg position first, then in reverse t-burg, then back to t-burg and at times was in the neutral position. During this time the patient started having pacs and the anesthesiologist inquired if the adept could be causing the arrhythmia. The patient went on to develop what appeared to be 2nd degree heart block (wenckebach). The patient had also become bradycardic with a heart rate in the 40s; however, her bp remained stable. A copy of the cardiac monitoring strip was offered and given to me without patient identifying data. The patient was extubated and transferred to the recovery room where her heart rate was noted to be in the 50s-60s. The plan was to get a 12 lead EKG in the recovery room and consult with cardiology as needed. Dr. Stated that, the patient had an unremarkable pmh and her preoperative hr on day of surgery was in the 70s. Dr. Also stated that, the patient's positioning and/or any traction used during closing may have caused the above noted events. During the case dr. Mentioned that due to the patient's endometriosis she was considering using "some herbs" to treat her condition but I do not know if the patient had done so in the past. Clarification information from biosurgery liaison regarding: were the "herbs" used on the patient during this case?: to clarify about the herbs: the gyn surgeon, mentioned that the patient was planning to try "herbs" at some time in the future to treat her endometriosis. I thought this important to include because perhaps the pt had previously, or was currently taking some alternative medicines that may have been the cause of the cardiac arrhythmia. Further detail from biosurgery liaison: this adverse event was witnessed by myself and another person. As to whether the adept was used as advised in the label: upon our arrival in the or suite the case was already underway and lr was being used for irrigation. I informed dr. That the adept was also to be used for irrigation during the case. The circulating nurse took an adept bag which was at room temperature and replaced the lr with adept for irrigation. When that bag ran out a different circulating nurse hung a 2nd bag of adept which was also at room temperature. So, the product was not used as per the IFU because it was not warmed to body temperature. Additionally, I would like to note that dr. Attempted repeatedly to close the fascia at the umbilical port (due to the adept leaking out this was difficult), but in the recovery room he stated he was unsuccessful in closing the fascia. Additional information from biosurgery liasion on 15-may-2007: as discussed I contacted dr. Today for follow-up as she was the one who noted the event. She stated that the 12 lead EKG was performed in the pacu and the cardiology consult was obtained as planned. Cardiology reviewed the intraoperative cardiac monitoring strip and agreed that the patient had indeed been in 2nd degree heart block (wenckebach), but she went back to a sinus rhythm during recovery and was discharged to home with instructions to follow-up as necessary. Cardiology also stated that they felt this could have been a vagal response to traction, if there was any, on the peritoneum during the attempted closure of the fascia. Re-training/re-education: re-education was completed on friday, march 23, 2007 at 12:30 est. I (baxter biosurgery liaison) spoke directly with dr. Regarding the need to warm adept prior to its use. He understood and acknowledged he would do so in the future.